Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had a broken reservoir tube lip, missing reservoir tube o-ring, a cracked belt clip slot at the battery tube threads area, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has unresponsive buttons and physical damage. Blood glucose reading was 149 mg/dl. Advised that the insulin pump will be replaced and to contact the hospital for assistance. Nothing further reported.